Event description:
The patient received her scs system on (B)(6) 2007. It was reported the patient's screen door hit her ipg pocket site three times. The patient reported the ipg was loose within the pocket and there was pain at the site. The patient reported she needed additional amplitude on her programmer. The physician replaced the patient's ipg on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.